Manufacturer narrative:
(B)(4). No sample will be returned for evaluation.

Event description:
It was reported the catheter was being placed into the patient's arm. When the clinician attempted to thread the sheath over the guide wire, the sheath introducer at the transition buckled and flowered out making threading impossible. As a result, she opened an mst set for a new sheath introducer and the catheter was placed successfully. There was a delay in treatment with no patient harm and no patient death or complications reported.